Event description:
It was reported that the patient underwent transurethral plasma electroresection of bladder tumors under intravenous general anesthesia on (B)(6) 2024. At around 16:53 on (B)(6) 2024, the patient complained that the foley catheter slipped off on its own. The balloon was not damaged after naked eye inspection, and the balloon was not damaged after water injection. There was no saline in the balloon. The patient reported the case to the doctor, who did not treat the case after inspection and continued to observe. The incident did not cause any adverse effects on the patient, and the incident was immediately reported to the head nurse.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral plasma electroresection of bladder tumors under intravenous general anesthesia on (B)(6) 2024. At around 16:53 on (B)(6) 2024, the patient complained that the foley catheter slipped off on its own. The balloon was not damaged after naked eye inspection, and the balloon was not damaged after water injection. There was no saline in the balloon. The patient reported the case to the doctor, who did not treat the case after inspection and continued to observe. The incident did not cause any adverse effects on the patient, and the incident was immediately reported to the head nurse.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The DHR review could not be performed without a lot number. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. Correction: f, h. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent transurethral plasma electroresection of bladder tumors under intravenous general anesthesia on (B)(6) 2024. At around 16:53 on (B)(6) 2024, the patient complained that the foley catheter slipped off on its own. The balloon was not damaged after naked eye inspection, and the balloon was not damaged after water injection. There was no saline in the balloon. The patient reported the case to the doctor, who did not treat the case after inspection and continued to observe. The incident did not cause any adverse effects on the patient, and the incident was immediately reported to the head nurse.